Event description:
The ECG function on my applewatch 6 initially worked and stopped working properly after about 4 months. When I opened the ECG function and placed my finger on the 'crown', bizarre electrical blips appeared, a beat or two of apparent heart activity, and then the counter resets to 30 sec and tries again. Only about one-tenth of the time will the watch work. I spent several weeks trying to resolve through apple instructions online on resetting the watch and other general troubleshooting, including downloading software updates when they became available. I first contacted apple customer service to report the problem around end of october. Customer service finally arranged for the watch to be returned for technical service/fix during third week of november, and immediately sent it back to me with a note saying they could not find anything wrong with it! (It is quite disturbing that they could not identify this issue with the ECG on the watch!!!) I continued to contact apple and eventually the case was 'escalated'. I provided video of the malfunctioning ECG. I also tested other people's applewatch ECG on my arm and they worked fine. I have video of my malfunctioning watch and another person's functional watch on my arm. (I can provide this video if needed, but it exceeds the size allowed with this form submission). On (B)(6) 2022, I received a call from the rep saying that permission had been granted for the watch to be replaced, and they sent me the return box. I received the replacement watch in the first week of (B)(6) 2022, and it works fine at this time. Sadly, it took many weeks and many personal contacts with apple to get this addressed. This seems like a safety issue for a device that is advertising ability to detect atrial fibrillation. The malfunctioning applewatch 6 was (B)(6); model a2291; serial number (B)(4). Attached is photo showing this information. Please advise another way to submit the video if it is needed. (B)(4).